Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the inability to charge the battery was non-compliance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was unable to charge battery. It was reported no environmental/external/ patient factors were involved. An antenna locator was done for jump start. Troubleshoot resolved the reported issue. No symptoms reported. No further complications were reported/anticipated.